Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment.pump was also received with a blank display. Unable to perform the self test, sleep current measurement and active current measurement due to a blank display.unable to download pump traces and history file using thump due to a blank displaypump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 1 was swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed, suspected on pcba 1/pcba 2. The test p-cap locks properly into the reservoir compartment; however, a dent retainer was noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a keypad overlay peeling and a scratched case. Cosmetic damage was confirmed at the battery side of the pump during analysis.retainer ring damage (a dent retainer) was confirmed. Unable to perform the required testing, download pump traces and history file using thump due to a blank display.blank display was confirmed, suspected on pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on battery side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device was been returned.